Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6)2025, a patient was to be implanted with gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat left avf stenosis in elbow. After the viabahn device was advanced to target lesion, the physician pulled out the deployment line. The line could be pulled out, but viabahn device couldn't be deployed. Therefore, it was removed and another viabahn device was utilized to complete the procedure.

Manufacturer narrative:
H6: c19 -the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The primary reported failure mode, related to a failure to deploy, is consistent with the engineering evaluation findings of the deployment line being stuck at the transition and the unsuccessful deployment attempt with the knob. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. The returned device exhibited several forms of damage (e.g. Catheter kink, exposed distal shaft, curved endoprosthesis). The cause for these damages could not be determined, but they are consistent with damage resulting from the reported inability to deploy, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.